Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery for essure removal') and pregnancy with contraceptive device ('e baby') in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure was removed. At the time of the report, the medical device removal and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered medical device removal and pregnancy with contraceptive device to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- (events added from social media)-pregnancy with contraceptive device, device ineffective, medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-may-2020: quality-safety evaluation of product technical complaint. Seriousness criteria removed for event device ineffective. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coil embedded in baby's spine') and pregnancy with contraceptive device ('e baby') in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (surgery for essure removal). Essure was removed. At the time of the report, the device dislocation and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered device dislocation and pregnancy with contraceptive device to be related to essure. The reporter commented: child case created: (B)(6) 2020. Concerning the injuries reported in this case, the following ones were reported via social media- (events added from social media)-pregnancy with contraceptive device, device ineffective, coil embedded in baby's spine. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: the event coil embedded in baby's spine (pt device dislocation) was added and the event "surgery for essure removal" was deleted as it was considered as treatment for device dislocation. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('e baby') and medical device removal ('surgery for essure removal') in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective" (seriousness criterion medically significant). On an unknown date, the patient had essure inserted. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and underwent medical device removal (seriousness criterion medically significant). Essure was removed. At the time of the report, the pregnancy with contraceptive device and medical device removal outcome was unknown. The reporter considered medical device removal and pregnancy with contraceptive device to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- (events added from social media)-pregnancy with contraceptive device, device ineffective, medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.